Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/23/2013 with the following findings: review of the pump¿s black box data reveals a history of multiple call service alarms related to the issue. The complaint could not be duplicated on investigation. The display functioned within specification with full contrast. Evaluation showed no evidence of damage to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.